Manufacturer narrative:
Upon further evaluation, stryker found that the device had an older software version installed, and that the user was attempting to run a user test immediately after powering on the device. Running the user test too quickly after start up can cause the error codes to appear. The root cause of the issue is a software coding problem.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy there was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy board to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was a faulty therapy board.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy there was no patient involvement reported with the event.